Manufacturer narrative:
The device was not returned to edwards for evaluation as there was no indication or allegation of device malfunction. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Per the healthcare provider edwards received information that the device was explanted due to early calcification as patient has rheumatic disease. Based on the information received patient factors likely contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards was notify that a 19mm aortic pericardial valve was explanted due to calcification after an implant duration of approximately seven (7) years, six (6) months. A new 21mm aortic pericardial valve was used as replacement. Patient had rheumatic disease. There were no complications reported. The patient also underwent CABG x 3 during the procedure.

Event description:
Edwards learned of a 19mm aortic bioprosthetic valve that was explanted due to stenosis and regurgitation secondary to calcification. The patient also presented with poor ventricular contractility. The valve was described as calcified and stiff. The device was replaced with another pericardial aortic stenosis. The patient was reported as at home recovering. The patient also had CABG x3 done in the same surgery.

Manufacturer narrative:
During visual examination, minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 2 at the inflow aspect and 3mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Sutures remained attached on the sewing ring and on commissures 2 and 3. X-ray revealed moderate to heavy calcification on all three leaflets. The wireform was distorted around leaflets 2 and 3, and commissure 1 was bent. Based on product evaluation findings, the clinical observation of calcification and stenosis was confirmed. Report of regurgitation was unable to be confirmed through visual examination. Calcification restricted leaflet mobility which led to stenosis. This event was not a manufacturing related issue. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. The device was replaced with another pericardial aortic stenosis. To, the device was replaced with another edwards aortic valve.